Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had changed the battery and reset the time and date on the insulin pump. Customer stated that he has an empty reservoir and a black circle on the pump. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer had an unexpected restart and an external ram error in the alarm history. Customer stated that the alarm occurred shortly after inserting a new battery. Customer also had an ice cream shake and did not dose for it. Customer can't read the screen and stated that the light does not work. Insulin pump will need to be replaced for the multiple alarms.